Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead (0072) was removed from service and capped, due to oversensing. The shocking portion remains active. A cpi (0014) bipolar lead was implanted.